Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alerted inappropriately and had vibrato noise. This patient was part of the (B)(6) study. No known intervention or interrogation results were given at the time. The ICD remains inuse. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alerted inappropriately and had vibrato noise. No kn own intervention or interrogation results were given at the time. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).